Event description:
On an unreported date, the patient did not wear a mask while performing therapy and experienced peritonitis. The patient was hospitalized on the same day as the diagnosis for peritonitis. The cause of peritonitis was reportedly that the patient did not wear a mask while performing therapy. On an unreported date, the patient's treatment started with unspecified antibiotics. Three days after admission, the patient was discharged from the hospital. Two weeks later, the patient's treatment with antibiotics was stopped. The patient has recovered from the peritonitis event. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error by not wearing a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.